Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generator header. After using saline, the lead was inserted and secured. Due to suspected lead damage, the lead was removed and tested. It was also noted that when trying to disconnect it was difficult to disengage. All electrical measurements were normal. The lead was re-inserted and secured.